Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the surgery center of fairbanks. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the health professional that patients developed contact dermatitis after use of chloraprep. Per email: I have an orthopedic surgeon from our facility with complaints of severe contact dermatitis post-op following use of the 26ml orange tinted chloraprep stick. Approximately 6 patients in a two week period in april developed the contact dermatitis in the same extremity in the same area as the chloraprep was applied. A general surgeon also confirmed he had one case of contact dermatitis on an abdomen in the exact area we had prepped in the same time period. I tried contacting bd via telephone and was directed to this e-mail but would appreciate the opportunity to discuss this situation with a product rep. I would like to ensure we are using the product correctly and also if the rep has any ideas on how to prevent this from happening in the future.